Event description:
Additional information was received from the healthcare provider via the company representative reporting that the patient had their catheter explanted. Additional information was received from the healthcare provider (hcp) via the company representative reporting that the hcp was suspecting a granuloma and there would be a catheter revision today. The hcp stated that they were going to be moving the catheter down and replacing the medication in the pump with saline.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient has magnetic resonance imaging tomorrow for a pump that isn't working. They wanted to verify the kind of pump and medications that the patient was receiving. Technical services provided pump information and referred them to the managing doctor for medication information.